Event description:
Polyloop inserted down scope and would not open properly. The device malfunctioned and it could not be released. Polyloop finally popped open, and appeared to have a tip or cap on the end of it. Loop would not deploy. Removed from scope and discarded. Polyp injected with 1cc epinephrine and saline due to hematoma. Pt. Remained stable and now needs to come back for polyp removal.